Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified it to be underweight, have a crease fold and opening curved on the posterior. A microscopic analysis was performed which identified, one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: - sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.